Manufacturer narrative:
It was recommended that the unit be removed from service as the unit was not repairable.

Event description:
It was reported via repair work order that the brakes will not engage due to roll pin fragments stuck in the brake rod causing the brake rod to be inoperable. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.